Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "down" and "ok" keypad buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or damage. The up arrow, down arrow and ok keypad symbols are worn. The contrast keypad button responds appropriately when pressed. The ok, up arrow, and down arrow keypad buttons have intermittent response when pressed. All of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed evidence of contamination under all contact buttons.